Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be intact. Leak testing was performed according with mentor procedures and it revealed a tear in the patch measuring approximately 0.3 cm. Microscopic examination of the edges of the rent revealed parallel striations. No additional anomalies were found. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc and physician suspects deflation on the left breast implant. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 325cc saline implant on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 3/28/2019 indicated the patient experienced capsular contracture baker grade unknown on the right side. It was also reported that the patient underwent removal and replacement with saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 7654829 (l) and serial number (B)(4), lot number 7572816 (r) on (B)(6) 2019. On 4/19/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).